Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since the patient had a replacement, they feel like the device is ¿shorting out¿. The patient stated they get a sharp pain where the ins is located, like an electric jolt. The patient stated this is intermittent and only happens once in a while. The patient stated they also feel a little jolt on the side of their foot every so often. It was recommended that the patient see their healthcare professional (hcp) to get the device checked and look at why the device is jolting the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.